Manufacturer narrative:
(B)(4).

Event description:
The customer requested assistance in changing out the sample probe since they have been having issues with "abnormal probe sucking" alarms. The customer stated that they were changing out the sample probe due to obtaining questionable potassium and calcium results, for an unknown number of patient samples, using the ise indirect na, k, ci for gen.2 and ca2 calcium gen.2 assays on the cobas 6000 c (501) module since (B)(6) 2017. All results were released outside of the laboratory. No specific results were provided; however, some physicians questioned multiple potassium results between 5.5 and 6.0 mmol/l. The customer stated that none of the results released outside of the laboratory were "critical values" and that their patient population consists of primarily healthy outpatients. One patient was re-drawn at another facility, and the results from that facility matched the results obtained by the customer. No specific result data was provided. No adverse events occurred. The potassium and calcium electrode lot numbers and expiration dates were not provided. The customer believed that the discrepant result issues were due to the re-centrifugation of the samples. The samples were re-centrifuged due to the probe alarms. The field service representative was not dispatched due to a suspected known issue with the sample probe. The sample probe lot number was requested for investigation but was not provided. Investigation activities are ongoing.

Manufacturer narrative:
A review of the alarm log information showed an abnormal probe sucking alarm on (B)(6) 2017. The customer changed out the probes on (B)(6) 2017. On (B)(6) 2017, the customer was getting "probe up/down" errors and found that the spring within the probe appeared to be misshapen and not assisting the probe to work properly. The field service representative found that the adjustments and the water line for the sample probe were not routed properly. He adjusted the probe and performed mechanical and operational checks which passed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root causes for the issue were due to the sample probe misadjustment, and/or pre-analytical issues. The customer has not had further issues since the service activities.